Manufacturer narrative:
Exemption number e2015055. Approx 2 devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned to manufacturer for evaluation.

Event description:
This report summarizes 2 malfunction events, in which the device leaked. There was no patient involvement; no patient impact.